Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were three previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined. Further investigation was unable to be performed due to cartridge lot's expiration.

Event description:
Customer reported receiving a suspected false positive result on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(4), lot: 21630l, reader sn: (B)(4). A cue covid-19 test performed on (B)(6) 2022 provided a negative result. Customer had no symptoms. Although requested, no additional information was provided regarding this false positive result.